Manufacturer narrative:
Evaluation: this event is still under investigation.

Event description:
A male patient with previous history of colon cancer and no pre-procedure diagnosis of anatomical problems underwent aaa repair in 2007. When the main body gray positioner was withdrawn from the sheath, blood leaked from the hemostatic valve. Subsequently, the same events happened with both iliac leg delivery systems. The patient was treated with 600cc blood transfusion. (400cc during the operation and 200cc after operation). (See also 1820334-2007-00534 and 1820334-2007-00535).